Event description:
Caller states the pt tested 6.9 inr on the coaguchek s system and 4.02 on a comparison lab. Two doses of coumadin were held based on lab result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.